Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2017 the patient implanted with the subject pacemaker visited the hospital to undergo an MRI scan. This patient has bradycardia that results from chronic atrial fibrillation and the programmed pacing mode of the pacemaker was ddi. Prior to the MRI scan, the device was interrogated and it was confirmed that all the MRI conditions were met. The MRI mode and the MRI pacing mode were programmed to auto and ooo respectively. The programmer then displayed a message indicating that the atrial pacing polarity was going to be changed to unipolar and the ok button was pressed to proceed with the programming. After the patient finished the MRI scan, the device was interrogated to disable the MRI mode; this time, although the pacing mode was changed from ooo back to ddi, the atrial pacing polarity unexpectedly changed to unipolar after briefly being displayed as bipolar. As the atrial lead was not in actual use because of the patient¿s chronic atrial fibrillation, the pacing mode was reprogrammed to vvi and the programming session was finished.

Event description:
Reportedly, on (B)(6) 2017 the patient implanted with the subject pacemaker visited the hospital to undergo an MRI scan. This patient has bradycardia that results from chronic atrial fibrillation and the programmed pacing mode of the pacemaker was ddi. Prior to the MRI scan, the device was interrogated and it was confirmed that all the MRI conditions were met. The MRI mode and the MRI pacing mode were programmed to auto and ooo respectively. The programmer then displayed a message indicating that the atrial pacing polarity was going to be changed to unipolar and the ok button was pressed to proceed with the programming. After the patient finished the MRI scan, the device was interrogated to disable the MRI mode; this time, although the pacing mode was changed from ooo back to ddi, the atrial pacing polarity unexpectedly changed to unipolar after briefly being displayed as bipolar. As the atrial lead was not in actual use because of the patient¿s chronic atrial fibrillation, the pacing mode was reprogrammed to vvi and the programming session was finished.

Manufacturer narrative:
Preliminary analysis did not reveal a device malfunction.

Event description:
Reportedly, on (B)(6) 2017 the patient implanted with the subject pacemaker visited the hospital to undergo an MRI scan. This patient has bradycardia that results from chronic atrial fibrillation and the programmed pacing mode of the pacemaker was ddi. Prior to the MRI scan, the device was interrogated and it was confirmed that all the MRI conditions were met. The MRI mode and the MRI pacing mode were programmed to auto and ooo respectively. The programmer then displayed a message indicating that the atrial pacing polarity was going to be changed to unipolar and the ok button was pressed to proceed with the programming. After the patient finished the MRI scan, the device was interrogated to disable the MRI mode; this time, although the pacing mode was changed from ooo back to ddi, the atrial pacing polarity unexpectedly changed to unipolar after briefly being displayed as bipolar. As the atrial lead was not in actual use because of the patient¿s chronic atrial fibrillation, the pacing mode was reprogrammed to vvi and the programming session was finished.